Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from april 23, 2020 - april 27, 2020. H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which observed droplets and solution at the bottom of the sealed over pouch from an apparent leak of sample filled with solution. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The bags were filled with ropivacaine 0.2% & fentanyl 2mcg/ml. The leaks were contained within sealed overpouches. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/22/2021.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.